Event description:
It was reported that while the healthcare professional (hcp) was feeding the catheter up during a catheter revision procedure on 2014-(B)(6) (see manufacturer report # 3004209178-2014-22482 for the previous catheter event), the hcp was getting resistance and the catheter curled back forming a horseshoe-like loop. The hcp had attempted 3 catheters, so he decided to implant it as-is since the catheter was in the location it needed to be. The reporter wanted to know the risks of leaving the catheter in this position. It was later reported that the hcp¿s technique caused the catheter to curl back. No patient symptoms were reported. The catheter was primed and the pump was programmed to minimum rate mode on 2014-(B)(6), and then programmed to simple continuous at 5mg/day on 2014-(B)(6). The patient was reportedly doing well. The pump was delivering dilaudid and clonidine. Follow-up is being conducted for additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. Product ID neu_unknown_cath, product type catheter. Product ID neu_unknown_cath, (B)(4), product type catheter, product ID neu_unknown_cath, product type catheter. (B)(4).